Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and change of mobility. The glenosphere was loose and threads were broken off in the metaglene. Four screws (2 locking and 2 nonlocking) and the metaglene were explanted and revised. The metaglene was not loose. A +10 metaglene, screws, 42 + 2 glenosphere and a 42mm +6 poly were implanted. The stem was solid and well fixed. No surgical delay. Doi: unknown. Dor: (B)(6) 2020; left shoulder.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot the analysis of the DHR of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance.